Event description:
Healthcare professional reported right side tissue expander tore/separated at port and silicone interface, noticeably deflated. Tissue expander has been explanted and replaced with implant.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and port leak and/or damage. Device evaluation: visual analysis of the photographs identified: deflation, por leak and /or damage and use error: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Additional, changed, and/or corrected data: e1, e2, e3, g2, h.6. Device evaluation based on the device analysis grid, the assessments of the complaint are: deflation/valve leak and/or damage: observed, one opening side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: partial delamination assessed as adhesive failure.

Event description:
Healthcare professional reported right side tissue expander tore/separated at port and silicone interface, noticeably deflated. Tissue expander has been explanted and replaced with implant.